Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent damage was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties were likely due to interactions with the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left main artery. The 2.25x15 mm xience alpine stent delivery system (sds) failed to cross the target lesion due to the patient anatomy. During removal of the sds, resistance was felt with the anatomy. The xience alpine sds was able to be removed and it was noted that the distal stent struts were flared. The procedure was completed with a same size xience alpine sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.